Event description:
Patient's father call in with the following details: patient is an (B)(6). (B)(6) 2014: inratio=2.6, lab=1.6. (B)(6) 2014: inratio=3.2, lab=5.8. Patient's therapeutic range: 2.5-3.5. Tests performed immediately after each other on both days. Patient had a scheduled surgery for a valve replacement on (B)(6) and then a pace maker put in. Patient is currently in the pediatric ICU, bridging off of heparin and back onto coumadin. Parent was testing meter to ensure it would be working properly before they went home from the hospital. Treatment and other interventions during stay were unavailable. Patient released from hospital on (B)(6) 2014. No additional information provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Thirty gauge lancet was used for fingerstick. Investigation/conclusion: user issues and improper techniques were identified in the complaint. In addition to the user and technique issues, off-label use was identified. This may have contributed to the unexpected results reported by the customer.

Event description:
It was reported operator was using a 30 gauge lancet.